Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-93 (write data and read data of (B)(4) do not agree) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-93 alarm was identified during functional testing. Additionally, an f-38 (malfunction in tube misloading detection circuitry) and f-94 (configuration option settings checksum is not 0) alarm were found during the review of the alarm log. The reported condition was verified. The f-93 and f-94 alarms were determined to be a cascade failure caused by a damaged battery. The cause of the f-38 alarm was determined to be damaged force sensing resistors. The corrective action taken was to replace the lead acid battery and tube misloading sensors. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.